Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrections: "reportable aware date", "b3 - date of event", "d11 - therapy date", and "g4 - date received by manufacturer": (B)(6) 2020 should have been entered instead of 03 november 2020. Patient weight: 200 pound(s) should have been entered. Medical product: only "drg slim tip lead" should have been entered. The following should have been entered: related manufacturer reference number: 1627487-2020-47959. It was reported that patient has fallen and experienced ineffective therapy, the lead located at t3 may have migrated, and the lead located at t4 had high impedance. Surgery may occur to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-47753. 1627487-2020-47755. 1627487-2020-47756. It was reported that the lead located at t3 pulled out. Surgery may occur to address the issue. It is unknown which devices are related to the issue, so all suspected devices are being reported.